Event description:
It was reported that, during a procedure, the device was not cutting efficiently. There was not back-up device available to complete the procedure. Neither delay surgical time nor patient injuries have been disclosed.

Manufacturer narrative:
The subject controller was used for treatment and returned for evaluation. There was no relationship found between the returned device and the reported incident. Visual inspection found no cosmetic or physical anomaly present on the subject controller. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process. At no time during testing did the subject controller exhibit any power loss or fail to activate a known good wand several times without incident. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested. We could not duplicate this issue because the concomitant devices associated with this complaint event were not returned for evaluation. It is possible there was an issue with one or more of the concomitant devices that may have had an impact on this complaint. If any of the concomitant devices associated with this complaint event are returned at a later date, this complaint will be reopened. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: 1. Overuse of the concomitant wand resulting in diminished function of the electrodes. 2. Insufficient saline flow to the surgical site. 3. An issue with one or more of the concomitant devices in use at the time of this complaint event. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.